Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("medical device removal / it is also embedded and integrated with the fallopian") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of chronic cervicitis, adenomyosis, hypermenorrhea, hives, weakness, thromboembolism, prophylaxis of nausea and vomiting, motion sickness, hyperlipidemia, rhinitis, pregnancy, obesity, stress urinary incontinence and abnormal uterine bleeding. Previously administered products included: coumadin for dvt and pencillin, dicloxacillin, melatonin and mirena. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 2967 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - laparoscopic-assisted vaginal hysterectomy bilateral salpingectomy,). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery-n discrepancy noted : insertion date as per argus (B)(6) 2012 as per mr : (B)(6) 2012 discrepancy noted : removal date as per argus (B)(6) 2020 as per mr : (B)(6) 2021 1 ring ieft ,6 rings right. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: injection of contrast material demonstrates normal uterine contour without deformity of evidence of synechia. There are bilateral essure implants. There is no spillage on either side. [Pathology test] on (B)(6) 2021: sectioning to the proximal fallopian tube reveals a thin metallic foreign object consistent with essure device. This is present bilaterally. This is firmly adherent and embedded in the tissue and definitive evaluation of the completeness or other characteristics of the device cannot be undertaken. The left essure device is 3 cm in length and extends from the proximal fallopian tube into a portion of the uterus, approximately 7 mm, and extends very near to the serosal surface but does not appear to penetrate it. No external metallic material is noted. The right essure device is 3.2 cm in length. It is also embedded and integrated with the fallopian tube and portion of the uterus. It extends 1.5 cm within the body of the uterus. It is approximately 5 mm distant from the serosa. There is no evidence of serosal penetration or external metallic material. Particular characteristics of the device cannot be determined due to its integration with the tissue. [Ultrasound scan] on (B)(6) 2011: subchorionic hemorrhage again noted; on (B)(6) 2012: ultrasound:small anechoic area noted measuring 1.63 cm, could possibly be subchorionic hemorrhage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : event- "medical device removal updated to essure micro-insert embedded" reporters information patient medical history and surgical pathology reports were added. Product insertion removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.